Manufacturer narrative:
H6: the quality investigation is complete. B5: additional event details updated.

Event description:
It was reported that the blade broke, no further information was provided at this time.additional information received: the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that the blade broke, no further information was provided at this time.